Manufacturer narrative:
The plate part number is unknown at this time. Current information is insufficient to permit a valid conclusion about the cause of this event, a follow-up report will be sent upon completion of the device and complaint evaluation.

Event description:
It was reported that the patient underwent a surgical procedure to treat right foot hallux valgas and hammertoe deformity. The reported procedure was a right mpj fusion, weil osteotomy, and digital stabilization of the second toe. The surgery took place on (B)(6) 2016. Post operative care showed indications the plate was broken on (B)(6) 2017. Subsequently, revision surgery took place on (B)(6) to remove the broken plate. During the revision surgery, doctor evaluated that "at this point based on the CT scan in my clinical evaluation, I felt that it was fused enough that at least with a partial weightbearing and possible bone stimulation this should heal."